Manufacturer narrative:
One device was returned for analysis of complaint that there was a leakage from a gap during priming at facility. The flat filter was returned with original package. Upon inspection of the filter, no obvious abnormalities were found. Visual and injection inspection was performed. When water was poured into the filter to check its functionality, leakage was observed from a gap in the housing on the side of the filter. When magnified, small cracks were visible. The reported event was confirmed. Considering the situation of the occurrence, it is highly likely that it was caused by the supplier's manufacturing. Review of manufacturing records, relevant to the lot reported, found no discrepancies or anomalies. No similar complaints have been reported for the same kit lot and the same component lot.

Event description:
It was reported that there was a leakage from a gap, with flat filter for epidural anesthesia. The event occurred before patient use during priming at the facility. There was no reported patient harm/adverse event.